Event description:
As reported, during an unknown procedure, the sorbafix fixation device deployed two fasteners at the same time, and it was not possible to fixate the fastener. There was no reported patient injury.

Manufacturer narrative:
As reported, sorbafix fixation device deployed two fasteners at the same time. Additional information was requested. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. The instructions-for-use supplied (IFU) with the device adequately describe the proper technique for fastener delivery. Note, the date of event is considered to be a best estimate as 23-mar-2024 based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.